Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient received inappropriate atrial tachycardia pacing therapy. Upon interrogation, lead noise was observed. Noise was not reproducible, and the electrical function of the lead was normal. The device was reprogrammed. The patient will continue to be monitored.